Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2016 with the following findings: a review of the black box data showed evidence of a sudden voltage drop on 04/03/2016. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was found inside the battery compartment and on the underside of the returned battery cap. The pump failed a leak test at the battery compartment. The pump¿s current draws were found to be within specifications. No excessive pump temperature occurred during testing. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.